Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2020, the user heard from time to time a white noise with poor speech recognition and sound is muffled. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
Since (B)(6) 2020, the user heard from time to time a white noise with poor speech recognition and muffled sound, leading to loss of sound. The user has been re-implanted.